Event description:
The report received from the FDA via voluntary medwatch indicated that the patient's optease inferior vena cava (ivc) retrieval filter appeared to be inverted post-placement and on CT images twelve days later. The device did not migrate and was found to be in the same position after abdominal x-ray done. Films have been requested. Additional information received indicated that: the recent optease filter recall prompted a retro-review of post-deployment images for those patients that received a filter from the affected lots. This patient's filter was found to be inverted during this retro-review, and this was not known at time of placement. The reference to a CT image done 12 days later pertains to this retro-review done only recently in response to the recall, with a radiologist reviewing films taken after the filter was deployed, and looking specifically for possible inverted placement. The filter was not discovered to be inverted until approximately five months after implantation. The patient was reported to have expired approximately three months after the filter implantation likely progression of the patient¿s underlying disease. The patient had a history of coronary artery disease status post myocardial infarction presenting with acute myelogenous leukemia. The indication for the ivc filter was deep vein thrombosis (dvt) in the left leg. No thrombus was noted to be present at the delivery site. The report stated that the patient¿s ivc anatomy was normal with normal vena cava diameter and no evidence of caval thrombosis. The vena cava measured twenty to twenty-two mm. At the filter deployment site. There was no mention of any acute bends or tortuosity.

Manufacturer narrative:
The report received from the FDA via voluntary medwatch indicated that the patient's optease inferior vena cava (ivc) retrieval filter was implanted upside down. Additional information obtained explained that the recent optease filter recall prompted this hospital to conduct a retro-review of post-deployment images for those patients that received a filter from the affected lots. This patient received an optease filter in 2011. This patient's filter was found to be inverted during this retro-review via CT image in 2013. There is no information regarding any attempt to remove the filter during the retrieval time specified in the IFU or reasons for leaving the optease retrievable filter implanted. The indication for the ivc filter was deep vein thrombosis (dvt) in the left leg. No thrombus was noted to be present at the delivery site. The report stated that the patient¿s ivc anatomy was normal with normal vena cava diameter and no evidence of caval thrombosis. The vena cava measured twenty to twenty-two mm. At the filter deployment site. There was no mention of any acute bends or tortuosity. It is unknown if the filter was noted to be upside down immediately after deployment by the implanting physician. The patient was reported to have expired approximately three months after the filter implantation, likely due to progression of the patient¿s underlying disease. The patient had a history of coronary artery disease status post myocardial infarction presenting with acute myelogenous leukemia. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU instructs the following: ¿according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease filter), as far as possible into the sheath introducer hemostasis valve¿. ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Based on the limited procedural information provided and without procedural films available for review the complaint, no determination of contributing factors could be made. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Manufacturer narrative:
The patient was anticoagulated but the patient¿s heparin was discontinued due to decreased platelet count. The patient¿s procedural report stated that the filter placement was uncomplicated and that the filter was implanted successfully below the level of the most inferior renal vein. The filter was not noted to be placed in a side vessel. No additional information is available. The patient was reported to have expired in (B)(6) 2011. The exact date was unknown so the date is being reported as (B)(6) 2011. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15335203 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report was received via voluntary MDR # (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.